Manufacturer narrative:
Complaints of this nature are being investigated under iaca (B)(4).

Event description:
Surgeon implanted a cc47204bf collamer lens. The lens tore upon insertion into the eye. Lens was removed. No pt injury.